Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1399 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. Reportedly, customer was using adenlog for insulin therapy. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released a week later with the issue resolved and no permanent damage.